Manufacturer narrative:
Initial reporter: (B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump black box history showed that the first loss of prime warning was recorded on (B)(6) 2011 at 12:00 pm and insulin delivery was not resumed by the user. Daily insulin delivery totals prior to the loss of prime warning correctly reflected the programmed basal rates.

Event description:
A family member reported that the patient experienced blood glucose (bg) of 509 mg/dl with nausea. There were no reported ketones. The family member stated that the patient was disconnected from the pump and placed on insulin injections, and the patient's bg resolved to 178 mg/dl.